Event description:
Routine pacer check 08/8/2000 displayed intermittent ventricular oversensing & non-capture at maximum outputs. Bipolar and unipolar impedances are low at 320-340 ohms. Impedance at implant 1020 ohms. Will have lead surgically replaced.